Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip at the grip base of grip tip. A piece approximately 15.64mm x 4.63 mm was found to be broken off. The broken piece was not returned with the instrument. The instrument was found to have a broken molded insulator at the distal end. The broken piece was not returned measuring roughly 9.15mm in size.

Event description:
It was reported that during central processing, the force bipolar instrument had broken tips. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no reports of fragments fell inside the patient.